Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the patient line of the homechoice cassette and the transfer set which resulted in leak. This occurred during fill one of six of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services assisted the patient in ending the therapy and advised the patient to contact their registered nurse or to go to an emergency room. During follow up, the patient confirmed that the connection was properly tightened before therapy started. There was no patient injury or medical intervention associated with this event. No additional information is available.